Event description:
Procedure: lap. Myomectomy. The plastic part of the instrument was pulled off. There was no bleeding reported in excess of 500 cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss. No part of the instrument fell into the patient's cavity.

Manufacturer narrative:
(B)(4).